Event description:
Hcp stated c-6 quadriplegic patient experienced high fevers and respiratory distress. Patient had aspirated previously and hcp thought symptoms were related to aspiration. Hcp said patient had classic withdrawal symptoms. Hcp was unable to access and refill pump due to history of problems with pump; position in abdomen. The patient had seen neurosurgery to schedule a revision. The patient was intubated and transferred to ICU. Patient was started on oral baclofen per ng 120 mg/day and ativan. Patient was sedated and intubated. Meds were not helping alleviate symptoms. Patient was having terrible stomach spasms. The hcp placed an intrathecal catheter externally and infused a baclofen nacl mixture, which provided excellent symptom relief. The patient remained intubated until a pump revision with catheter replacement was performed. The patient was extubated and discharged with resolution of symptoms.